Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a fine, itchy rash on left upper back. Some areas are now scabbed over. Patient reported a physician stated the rash may be a reaction to a medication that pt was on previously. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician instructed her to take zyrtec and use gentian violet solution on the rash. Follow up indicated that the solution is helping with the skin irritation.